Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient said it was not helping them at night at all and it was also very tender on their back where the implant was. The patient was thinking of getting it removed. Additional information was received from the patient. They reported that their managing physician had been notified about their lack of therapeutic benefit on (B)(6) 2024. The patient stated the physician recommended to reset the device and try again. The patient stated the therapy was not yet working for them. The patient stated they saw their physician again on thursday, (B)(6) 2025, and they had decided to remove the device and wait to see if any other treatment was needed. The patient stated they had several other issues which required mris; CT scan was not revealing. The patient stated the removal of the device was expected soon, but a time had not been set. Once removed, the patient stated they would have the device returned. The patient stated the cause of the tenderness at the implant location was determined and it was most likely due to the location of the battery pack. The patient reported having spinal stenosis in their lumbar spine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the device removal was scheduled for (B)(6) 2025.